Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh and coloplast aris were implanted into the patient; and on (B)(6) 2008 mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent excision of vaginal vault foreign body on (B)(6) 2010 by dr. (B)(6) due to vaginal vault foreign body exposure. It was reported that the patient underwent left ureteroscopy, holmium laser lithotripsy, left double-j stent on (B)(6) 2007 by dr. (B)(6) due to left distal uvj stone and severe grade iii cystocele.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and meshes were implanted into the patient; and on (B)(6) 2008, a mesh was implanted into the patient. Concurrently with one of the mesh procedure dates, the patient underwent a perineorrhaphy and cystoscopy. It was reported that patient underwent mesh removal (or any portion of it) on (B)(6) 2008 and (B)(6) 2010. It was reported that following insertion the patient experienced urinary problems and insomnia (mesh sticking in lower belly).